Event description:
Rptr was diagnosed with systemic lupus erythemoatosus in 1985. She underwent bilateral augmentation mammoplasty in 1980. She had slight loss of sensation and needle-like nerve regeneration sensations, but no other problems. The implants are now firmer, but she has had no problems with painful capsular contracture, and there has been no suspected leakage. She was well until 1982 when she first developed polyarticular joint inflammation. She was then fairly asymptomatic for several yrs. In fall of 1985 she had a flare of symptoms and her lavs were consistent with lupus. In the spring of 1987 and she was started on low-dose prednisone, plaquenil and motrin. The plaquenil was discontinued after a yr due to the question of retinal toxicity. Since then, she feels that she is doing pretty well, but has been unable to taper the prednisone because she experiences mild flares of polyarticular inflammation on doing so. In addition, she currently had mild problems with photosensitive skin rash on her arms, mild chronic fatigue, mild depression, dry mouth and dry eyes, and some myalgias. During flares of polyarticular inflammation, she has noted the onset of adenopathy. Complains of spread of hyperpigmentation on her forearms in the region of original sunburn in the early 1980's. Her dr states that "it is theoretically possible that these implants, as foreign bodies, could act as an ongoing stimulus to the immune system. Since she has sle, I would recommend removal, but it is completely up to her and is certainly not mandatory. She is happy with her implants and quite ambivalent about removal."